Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated a 12.1mm vicm5_12.1 implantable collamer lens, -06.00 diopter, tore during loading and there was no patient contact. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.